Manufacturer narrative:
H3: the revision reported was likely caused by an insufficient bond between the components and the bones, which led to aseptic (non-infected) femoral and tibial loosening. Failure of the cement used to secure the femoral component and tibial tray to their respective bone, may have led to loosening at the cement-implant and/or cement-bone interface; however, this cannot be confirmed as the devices were not returned for evaluation.

Event description:
As reported, approximately nine years post the initial right total knee arthroplasty, the patient was brought back for right knee pain. The poly insert was removed with the help of an osteotome. The tibia was checked and found to be loose and removed. The femur was checked and found to be loose and removed. The patient was revised to a knee size 2 truliant logic cc femur, press fit stems, size 1 tibia and a 17 cc insert. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.